Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation and the device evaluation. The device evaluation was inadvertently omitted from the initial medwatch report. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, it's likely the image issue occurred due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that while preparing the video processor prior to a gastroscopy, the image displayed was noisy. The patient was not yet under anesthesia. There was no patient harm associated with the event. The device was returned to an olympus service center for evaluation. Inspection and testing found an abnormal image caused by a faulty circuit board. This report is being submitted for the malfunction found during the device evaluation.